Event description:
The customer complains about blood leak during treatment. It was found membrane broken during the first use. Blood flow rate: 100 ml/min. Tmp: 125m. There was insignificant blood loss. No medical intervention was needed. No serious injury.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibres. Gambro does not regard the submission of this report as an admission for liability.